Event description:
Drain put in patient after c-section. Doctor attempted to pull drain out. Drain allegedly snapped off while being pulled out of patient and a portion of the drain was left in the patient. Surgeon attempted removal under local anesthesia, but was unable to retrieve. Patient brought back to the o. R. For removal of the retained portion of the drain.

Manufacturer narrative:
Device will be reported in accordance with alternative agreement. Hospital contact as zimmer tried to gather details and asked for the drain to be returned for evaluation. Hospital has not responded back with additional details. Drain or photograph.